Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug and ground wire were evaluated and repaired. Tested and verified complete system operation. Unit is fully functional and operating as intended.